Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the insulin gauge was inaccurate. The customer declined follow-up troubleshooting with tandem technical support for the inaccurate insulin gauge issue, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.